Manufacturer narrative:
Further information requested but not received yet.

Event description:
It was reported that patient presented remotely via merlin.net. Review of the electrocardiograms reveled that the right ventricular (rv) lead exhibited noise. No intervention was performed. There were no patient consequences.